Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a severe kink and damage approximately 3.5¿ from sheath distal tip along entire sheath shaft, a kink on the strain relief approximately 0.5¿ distal to the commute and a tear in the strain relief. No relevant functional testing could be performed due to the sheath shaft damage and expanded liner. No dimensions were taken on the exposed sheath shaft near the location of the kink as there is no associated specification for sheath shaft thickness. Additionally, liner thickness measurements at the location of the kink could not be taken as there was no observed tear in the liner to expose a measurement location. Evaluation of the device did not identify any potential manufacturing non-conformances in the returned device that could have contributed to the reported injury. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6.0mm. The patient¿s access vessel mld was 6.0mm, with moderate calcification and severe tortuosity. Although the exact cause could not be confirmed, patient factors (calcification) and/or procedural factors (angle of device insertion) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, the patient suffered an iliac rupture. Initially, the operator experienced difficulty with valve alignment due to the tortuosity of the aorta. Despite of the difficulty, the valve was aligned and positioned in the annulus. However, during valve deployment, the balloon burst. Attempts to pull back the valve and delivery system failed. During all of these maneuvers, the iliaca communis externa ruptured. The patient received a blood transfusion due to a considerable blood pressure drop. The iliac artery was blocked with a balloon to stabilize the patient. The patient was transferred to the operating room under ECMO. The aortic valve was replaced and then attempts to repair the iliac rupture with a peripheral graft were made. During the vascular repair the patient could not be stabilized and expired. The minimum luminal diameter (mld) measured 6.0mm and the patient had moderate calcification.